Manufacturer narrative:
One cac adapter was not returned for evaluation. Review of the incoming inspection documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received stating patient complained about ac adapter not working properly. No further information provided at this time.